Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the discrepant elevated troponin I results is likely non-specific heterophilic antibody binding. Siemens healthcare diagnostics directed the account to investigate the potential non-specific binding. The sample was diluted in half and they obtained a result of about 4.9 ng/ml prior to multiplying back with the dilution factor. This could indicate the tni really was indeed high, or the heterophilic interference was strong and still affecting the result. The medical directors at the account felt the patient does most likely have a heterophilic antibody. The IFU for dimension® tni flex® reagent cartridge contains the following information: patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay has been designed to minimize interference from heterophilic antibodies. Nevertheless, complete elimination of this interference cannot be guaranteed. A test result that is inconsistent with the clinical picture and patient history should be interpreted with caution. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant elevated troponin I (tni) result was obtained on a patient sample. The patient result was reported to the physician who questioned the result. The elevated result was duplicated on a redrawn sample but was still considered by the physician as discordant with the clinical presentation. Patient treatment was not altered or prescribed due to the discordant elevated troponin I (tni) result. There was no report of adverse health consequences as a result of the discordant elevated troponin I (tni) result.